Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: a promus element mr ous 3.00 x 32mm stent delivery system was returned for analysis. A visual examination of the stent found central stent damage. Stent strut rows 7-9 from the proximal end of the stent were damaged and deformed. The undamaged section of the crimped stent od(outer diameter) was measured and the result was within max crimped stent profile measurement. The bumper tip profile of the device was examined and no issues were noted. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube profile found that there were multiple kinks. An examination of the shaft polymer extrusion profile found no issues. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right femoral artery. The 30mm in length, eccentric, de novo target lesion, contained a lesion bend of >=90 was located in the moderately tortuous, severely calcified and 3.0mm in diameter left circumflex (lcx) artery. After predilatation with a 23x12mm balloon catheter, a 3.00x32mm promus element ¿ stent was advanced but failed to cross the lesion after multiple attempts. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.